Event description:
Medtronic received information via literature regarding a 66-year-old female patient with severe aortic stenosis with calcification who underwent surgical implant of a 21-mm medtronic mosaic bioprosthetic valve (unique device identifier numbers not provided). Approximately two months later, the patient was hospitalized with chest pain and evidence of an st-elevation myocardial infarction with elevated troponin levels. Computed tomography (CT), coronary angiography and intravascular ultrasound (ivus) imaging studies were performed, which revealed left coronary main obstruction due to blockage from a massive fibrous plaque and from the metal struts of the mosaic valve. The patient underwent percutaneous coronary intervention (pci) with a drug-eluting stent. Post-pci imaging showed the obstruction was cleared. Six months post-pci, the patient remained asymptomatic. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: chen t.; et al. Iatrogenic coronary ostial obstruction and stenosis following aortic valve replacement: visualization with cardiac computed tomography and intravascular ultrasound. European heart journal - cardiovascular imaging, march 2021; 22(3):e1. Ht tps://doi.org/10.1093/ehjci/jeaa179. Published online: 23 june 2020 earliest date of publication used for date of event. Medtronic products referenced: mosaic (PMA# p990064, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.